Event description:
A report was received from (B)(6) with information stating that during patient use, an oxygen sensor error occurred which could not be resolved. The device alarmed and the alarm was responded to. There was no reported medical intervention or adverse patient effects reported.

Manufacturer narrative:
The o2 sensor was replaced by the distributor. It was reported that it solved the issue. No additional information was available. (B)(4)